Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va03qz1, implanted: (B)(6) 2013, product type lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had never had therapeutic effect. The patient thought their symptoms had increased by fifty percent since implant. They soaked through four or five pads in ten hours. Reprogramming had been performed. Therapy was uncomfortable. Therapy felt like a nerve shooting up their vagina. The patient felt a painful, pulling sensation when they bend at the waist. The patient did not feel stimulation at 3.0 v. Increasing to 3.1 v resulted in stimulation sensation. Additional information was received on 2019-may-28 from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they used to have an interstim ii device but noted that it had been explanted because it never really worked for them and it was very uncomfortable. There were no further complications reported.